Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported her pain issue was resolved by being able to turn up the stimulation. The loss of stimulation on the left side and pulsating on the right side events were resolved by reprogramming the device. The patient reported her pain issue was resolved by being able to turn up the stimulation. The loss of stimulation on the left side and pulsating on the right side events were resolved by reprogramming the device. The caller reported her device is acting like it was not charged, she stated it won¿t do anything. She was just getting a black triangle with a white square and some squiggly lines with a battery but the device should be fully charged. The caller said she would call patient services the following morning. The patient reported her stimulation was not working. She stated she still had pain and could not feel the stimulation. The patient reported she was having a hard time figuring out the best place to get the bars to be darkened when charging. She stated that sometimes she can get it and sometimes she can¿t. She spends most of the time trying to move it around trying to get the bars to come up. It was recommended the patient try lining up the antenna head over the incision, and drop 0.5-1 inch. It was recommended to not place the antenna over bulky clothing. Troubleshooting resolved the issue.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was unable to charge. The reposition antenna screen and poor coupling was seen. During troubleshooting and re-positioning the antenna, the issue resolved and 6-8 bars were achieved. The patient stated that they needed to turn stimulation up because they could still feel pain. The patient was going to charge for a while first. The pain was gradual. It was reported that the pain that they had received the implantable neurostimulator (ins) for was still present. The stimulation was working well and they would turn the stimulation up when they completed recharging. Additional information reported that the pain started on (B)(6) and that they were still having it. The patient stated that on (B)(6) 2016 it was a lot of pain and the patient was not feeling stimulation in their legs. The scs was doing what it was supposed to be doing but the patient reported that they had started trying to use their patient programmer, charge, and messing with it. The patient stated that now they were in pain. The patient was working with the programming but they wanted to get it back to where it was before they had changed it. The patient used to feel tingling up and down their legs but now they felt throbbing and stimulation across their back. There was a return of symptoms. There were no known environmental exposures. The patient was currently on program a with 2.20v. Stimulation had changed. The patient had a pimple on their back one day the week before the report. It was a whitehead that was nowhere near the incision and it was gone now. The patient had gone to the health care professional (hcp) office and was told to put ice on it. On (B)(6) 2016 information from the patient reported that they kept messing with the implantable neurostimulator recharger (insr) and patient programmer. They thought that they might have programmed it where they now felt stimulation in just one leg. The pain in their back was killing them. The patient asked if it was because the staples were taken out on (B)(6) 2016. The patient stated that this was the back pain that they had before implant. The implant was for sciatica pain. The patient had throbbing on the right and nothing on the left. They felt a pulsation instead of a tingling. The stimulation on one side and back pain started on (B)(6) 2016. The patient stated that "everything started going crazy" that weekend. The patient had an x-ray done on (B)(6) 2016 and the hcp stated that everything looked okay. The patient had no falls or traumas. It was reported that a manufacturer representative was made aware of the pain and stimulation being on one side on (B)(6). The patient was scheduled to see the hcp and manufacturer representative on (B)(6) 2016. The patient had a terrible headache starting last (B)(6). The patient stated that they did not think that their headache was related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.